Event description:
It was reported that the customer was using a foley catheter, within a few days of the catheter being placed it becomes clogged with sediment. Inquirer responded that was a medical condition they should speak to their urologist about. They might be able to make recommendations on changes in diet or prescribe medications to aid in this con dition and also discussed regular flushing of the foley with their urologist. Stated that the representative would not expect any significant changes with alternative foley catheters. Per follow up via phone on 20-sep-2022, stated that the patient was advised to flush the catheters whenever sediment builds up. The patient had not done so as of yet. Otherwise the foley catheters worked fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "drainage lumen designed too small". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the customer was using a foley catheter, within a few days of the catheter being placed it becomes clogged with sediment. Inquirer responded that was a medical condition they should speak to their urologist about. They might be able to make recommendations on changes in diet or prescribe medications to aid in this con dition and also discussed regular flushing of the foley with their urologist. Stated that the representative would not expect any significant changes with alternative foley catheters. Per follow up via phone on 20-sep-2022, stated that the patient was advised to flush the catheters whenever sediment builds up. The patient had not done so as of yet. Otherwise the foley catheters worked fine.